Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 495 mg/dl at the time of incident. The customer¿s other blood glucose level was 353 mg/dl. Customer was informed that sensor issues could be related to site location, non optimal insertion, taping and timing of blood glucose entries. The insulin pump will not be returned for analysis.